Event description:
It was reported that the patient¿s leads were heating up (¿hot leads¿) and causing numbness in her body. The patient discussed the issue with her following physician who found no issues. She went to another physician, who discovered the issue with the leads and removed them on (B)(6) 1998. The patient stated the device had caused permanent damage. Additional information was attempted from the physician, but no information was provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).